Event description:
It was reported that the pump gave air alarm and software update is needed. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. It was received in good condition, with no physical damage was found on the pump. The device was then functionally tested. No problem was found. The complaint is not confirmed. No further action will be taken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.